Event description:
Info received indicates the head end brake is not holding but the brake pedal does go into the locked position.

Manufacturer narrative:
The technician replaced the two head end casters to repair the bed.